Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was positioned with acceptable parameters. Prior to closing the pocket, loss of capture and poor parameters were noted through the pacing system analyzer (psa). X-ray verified that the lead had not moved or dislodged. Attempts to reposition the lead were unsuccessful as the lead did not record signals in any position in the heart. As a result, the lead was removed and replaced. No adverse patient effects were reported.